Event description:
It was reported that the air detector is damaged. No patient harm reported.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection it was found that the seal label was missing and the air detector appeared damaged. During functional testing, a high alarm was displayed and air in line was detected. The air detector was confirmed to be damaged and inoperable. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release and no problems or issues were identified. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).